Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left forearm. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient condition was good.